Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the requested clinical information/documentation was not mentioned in the article and this was verified post translation. Without patient-specific clinical information/documentation, further assessment of the reported dvt could not be performed. The root cause beyond those reported in the article could not be confirmed or concluded; however, the article reported that the incidence of dvt differences in the night-time (2) versus daytime procedures (7) per ¿table 3 comparison of two groups of surgical and postoperative related indicators¿ was not significant. The patient impact beyond the reported dvt could not be determined. The current patient status is unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "effect of nighttime total knee arthroplasty on prognosis", it was reported that, 7 patients from the nighttime group developed deep vein thrombosis after the tkr surgery. It was not reported if/how the adverse event was treated. The outcome of the patient is unknown.